Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly which resulted in an unexpected shutdown. The customer¿s blood glucose was 373 mg/dl. The customer reverted to a back up insulin pump for insulin therapy. A replacement pump was sent to customer.